Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 9924736. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
During an angioplasty procedure on (B)(6) 2026, it was reported that the 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800 / 9924736) was impeded in the y-connector and the stent was found prematurely detached from the delivery wire in the y-connector. The physician removed the y-connector and the stent then replaced the stent with another 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800 / 9924736). The second stent was impeded in the proximal end of the 150cm x 5cm prowler select plus microcatheter (606s255x / 31667100) and could not be advanced further. The physician tried to retract just the stent, but the stent was found prematurely detached from the delivery wire in the microcatheter. The physician removed the second stent and the microcatheter from the patent and replaced both devices to complete the procedure, which was reportedly prolonged by about 10 minutes. There was no report of any negative patient impact. On 09-feb-2026, additional information was received. The information indicated that the procedure was targeting the bifurcation of the middle cerebral artery (mca). Adequate continuous flush had been maintained through the microcatheter. The information confirmed that both stents came from the same lot: (9924736). For both stents, there was no damage noted on the stents / stent delivery systems when the devices were removed, aside from the reported premature detachment of the stents. The replacement stent was another 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative patient impact and the physician did not consider the 10-minute procedure extension to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 06-mar-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. As documented in the event description, the stent component was detached in the y-connector. The delivery system was not returned for analysis. The stent was retrieved from the y-connector, and it was inspected under the microscope. One strut of the stent was found bent at broken. No additional structural damage was found. No additional structural damage was found. The stent was noted to be fully expanded with both ends completely flared. Although the detached condition of the stent prevented functional testing for the reported impeded condition, the issue reported in the complaint is confirmed based on the damaged stent. It is possible that in an effort to overcome the reported impeded issue, excessive force was inadvertently applied during the device advancement which ultimately led to the damage found, and detachment of the stent. It is also possible that clinical and procedural factors, including device manipulation and operator technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 9924736. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.